Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this sales rep called to state she was informed this pt had their atrial lead replaced the day before, however did not know the reason. The product status and location is undetermined at this time. Should additional information become available, this report will be updated.